Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix total parenteral nutrition bag was leaking. This occurred prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual and microscopic inspection revealed a small tear along the right side of the bag. Functional testing was then performed and revealed a slow dripping leak from the tear. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.